Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the insulin pump started to feel hot to touch when she work up. Lithium batteries were installed in the pump and replaced about 3 weeks ago. The reporter claimed there was no damage to the insulin pump, there was no visible corrosion, and there was no exposure to moisture. There were no allegations of harm as a result of the reported issue. This complaint is being reported because the reported temperature issue was not resolved with troubleshooting. A replacement insulin pump was sent to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has received the insulin pump involved with this complaint on (B)(4) 2012 but have not completed the device evaluation.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box recorded a drop in battery voltage not associated with the date of complaint. The inside and outside of the pump did not show heat damage. A pump rewind, load and prime were performed w with no loss of power and the pump did not get hot. All current readings were within specifications. There was no defect found with the power connections. There was no defect found with the pump.